Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 30th august 2010 and performed to specification up to the 25th august 2013. During this time the pad-pak was removed for approximately two months. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 25th august 2013 and the 8th december 2015. During this time the pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore on receipt of the device the positive pogo-pin was observed to be sheared off while the negative pogo-pin was found to be bent in the outward position. This would suggest the damage resulted from incorrect insertion of a pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.